Event description:
It was reported that the breakage of the ceramic head was noticed from the x-ray. Replacement of the liner and head will be performed on (B)(6) 2015. The activity of the patient was not high.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report: the femoral head fracture exhibited a longitudinal fracture pattern consistent with hoop stresses caused by the wedge effect of the stem trunnion. The fracture surfaces exhibited post fracture damage, obscuring the fracture origin and preventing further analysis of the fracture conditions. The specific cause of fracture could not be determined from this analysis. There was no evidence of manufacturing or material defects observed on the returned devices. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded that the root cause of this pi failure case is procedure related regarding cup malposition through absent anteversion plus low inclination causing impingement and/or subluxation with peak contact forces in the articulation easily exceeding the strength of the ceramic material and ultimately leading to a fracture in the ceramic head. This pi case is not device-related as also supported by the mar findings. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that the root cause of this pi failure case is procedure related regarding cup malposition.

Event description:
It was reported that the breakage of the ceramic head was noticed from the x-ray. Replacement of the liner and head will be performed on (B)(6) 2015. The activity of the patient was not high.